Manufacturer narrative:
(B)(4). The product was received for investigation. Upon visual exam it was found that the product is not sold in the us; therefore, the initial MDR, submitted on 12-sept-2023, should be retracted. Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "balloon did not deflate, patient had to undergo general anesthesia in order to remove catheter". No patient harm or injury. The patient status is reported as "fine".